Manufacturer narrative:
Device used for treatment and not diagnosis. The returned device was received assembled with the insert tip extended approximately 8mm past the main tip. The main driver tip is twisted approximately 25-30 degrees in the direction of loosening a screw. The insert tip is not twisted at all and shows no sign of damage. The returned devices design was reviewed and is adequate for its intended use. The design did not contribute to this complaint condition. Because the main driver tip is twisted on the returned device but the insert tip is not twisted at all, this indicates that both tips were not fully seated in the screw as intended.

Event description:
It is reported that on (B)(6) 2013, surgeon was using a screwdriver to remove hardware. After the surgeon used the device, it was noticed that the tip of the screwdriver was bent. Different screwdriver was used to complete surgery. Post-operative x-rays were taken, which revealed no metal fragments. This event did not prolong the surgery. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.